Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection and functional testing were performed. During the visual inspection it was identified that the power cord was broken. The cause of the malfunction is unknown. The power cord was replaced; the pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a broken power cord. Additional information is not available.